Event description:
As reported, during flushing, a white liquid solution was observed at the tip of a 5f 100cm 5 side-hole (sh) tempo pigtail diagnostic catheter, as well as when sending a non-cordis .035 guidewire. The device was not used, and a new 5f 100cm 5sh tempo pigtail diagnostic catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. The device was being used for angiography; however, no angiogram was performed with the tempo catheter before the white solution was observed. The device was reported to have been stored and prepared per the instructions for use (IFU), with no damage to the packaging and no difficulty removing it from the packaging. The facility does not use ultraviolet light or ozone for room sterilization. No contrast solution was used for flushing. No damage to the non-cordis guidewire was reported. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.